Event description:
It was reported that the 9900 system was locked up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The system was unlocked during the service call. The system was found to be working as intended, and put back into service.